Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. Caller reporting poor communication on patient programmer. Last successful charge session was 8 months ago. If time has been >3 months consider that device may be in over discharge. Caller states she stopped charging the ins because she had a fall and the ins moved so it hurts. Caller states hcp doesn't do programming and they will have to call the medical representative. Caller was upset that labeling states MRI mode needs to be accessed if the ins battery is depleted anyways. Caller had MRI, tech get on the phone, patient would will not be able to access the MRI mode until she first addresses the suspected overdischarge. Patient was upset that she cant have the MRI done now and disconnected the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.